Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, had a fridge issue, fridge is not detected on the bus and nursing is unable to get recovery medications for l&d patients. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h4 device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was not detected on the bus. A field service engineer (fse) confirmed that the helmer fridge was not showing on bus. Then ran the hardware test application (hta) and fridge was not showing. Then ran the firmware updater. Then checked the connections and reseated the fridge and the medstation. After that the fridge came up on bus, then ran hta and tested the fridge. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, had a fridge issue, fridge is not detected on the bus and nursing is unable to get recovery medications for l&d patients. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.